Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to a interventional st-elevation myocardial infarction (stemi) procedure. Reportedly, the first prostyle seemed faulty to staff and was not used in the patient. The sutures of two new prostyle devices were successfully pre-placed.; however, there was resistance trying to remove the devices because the foot pedal did not retract on both prostyle devices. Due to the reported device malfunction, a pseudoaneurysm occurred. Hemostasis was achieved with surgical intervention. A clinically significant delay was reported. No additional information was provided.